Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
Walkmed infusion received a report that during set-up, the IV continued to "free flow" after the tubing was placed into the pump and the door closed. The device in question was returned to walkmed infusion for product evaluation which confirmed the complaint. Further product evaluation and investigation of the pump attributed this condition to the broken door hinge of the pump that was damaged during use.